Manufacturer narrative:
The force bipolar instrument was received for failure analysis. During the visual inspection, the instrument was found to have a broken grip that was completely detached from its base, and it was only held on by the conductor wire. The broken piece was hanging from the instrument. There were missing components from the instrument.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, the force bipolar instrument tips broke while dissecting a cyst. The tip fell into the patient and was retrieved during the same procedure. The procedure was completed.